Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the ward patrol, the patient's complexion was found to be blue and the condition's change was recognized. The monitor was checked, spo2 was indicated as 100%. Spo2 was measured at the same time with another monitor, the value was decreased to 70% level. After that, the value of the other companies monitor was indicated within the range of 70% to 88%, but the reported unit was remained 100%. It was reported that the patient died, but the monitor remained 100% when the patient was in the dead condition.